Event description:
It was reported that the patient presented in clinic for follow-up. The implantable cardioverter defibrillator could not be interrogated. Upon review, the device exhibited back-up mode. It was further noted that the patient received multiple inappropriate shocks for atrial fibrillation with rapid ventricular rate. The patient was not symptomatic due to the event. The device was explanted and replaced on (B)(6) 2017. The patient was stable.

Manufacturer narrative:
The power on reset, low battery voltage, and charge timeouts were found to have been caused by excessive hv charging. Based on all available parameter and usage information, device longevity was found to be normal. The device was tested on the bench and no anomalies were found.